Manufacturer narrative:
Per tandem¿s t:s lim x2 g5 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the customer experienced a high blood glucose (bg) due to an unknown cause that ranged from the 200s to 580 mg/dl. A manual injection was used to correct bg. Reportedly, the cartridge was in use for 2 days past labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the pump supplies and resumed insulin delivery to address the issue.